Manufacturer narrative:
(B)(6). (B)(4). The event is currently under investigation.

Event description:
It was reported that the ult catheter was placed for percutaneous biliary drainage on (B)(6) 2016 and nine days later a nurse found that the mac-loc catheter hub separated from the catheter. The catheter was replaced. There have been no adverse effects to the patient reported.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use, manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The customer returned one used and damaged ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. A visual inspection of the returned device confirmed that the hub was separated from the shaft of the catheter, but the flare was intact. The suture of the device was intact as received. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The exact lot number of the device involved is not known, a group of potential lot numbers was provided. A review of the device history records for the potential lots showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints across all reported potential lot numbers. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the health risk assessment, no further action is required.